Event description:
It was reported that during a vascular stent procedure in the sfa, the vascular stent procedure in the sfa, the vascular stent deployed approximately 1 cm; however, the vascular stent could not be completely deployed. The partially deployed vascular stent and delivery system were exchanged over the wire for a new vascular stent that was deployed successfully. There is no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.